Event description:
A health care professional reported that during intraocular lens (iol) implantation, the lens showed defective surface, because of which there was high probability of affecting the patient¿s quality of vision. According to the additional information available, an explant has been planned in future.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
According to the additional information received, the lens was removed in a secondary procedure.

Manufacturer narrative:
Additional information provided in b.2., b.5., d.5., d.6.b., h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reporting facility did not provide a lot number or any identification of the product. Three slit lamp images were provided showing what appears to be potential deposition on the lens surface. While the presence of a reported ¿defective surface¿ cannot be determined based on the images, it was conveyed that the lens was to be explanted, and if returned, further assessment can be performed. Based on our observation of the attached photo, there potentially appears to be an issue with the lens surface. A definitive determination of intraocular lens (iol) condition cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).